Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized three times due to high blood glucose levels, nausea, dehydration and body aches. The reported blood glucose reading for one of the hospitalizations was 27 mmol/l. The customer was taken off of insulin pump therapy, and put back on manual injections. Troubleshooting was performed, and no damage to the drive support cap was noted. There were no supplies available to complete the functional tests at the time of the call. It was stated that the customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.